Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that the patient underwent a primary left shoulder arthroplasty on an unknown date. Subsequently the patient had a revision of the sidus prosthesis on the (B)(6) 2019 due to dislocation and glenoiditis. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. -implant stickers: an image of the sheet with the implant stickers of the devices placed during the revision surgery on (B)(6) 2019 has been received. Therefore, these devices are not relevant to the case. Surgical report: surgical report, dated (B)(6), 2019 (translated from french to english): indication: glenoiditis and dislocation of the left humeral prosthesis treatment: revision of the shoulder prosthesis to a total reverse tm prosthesis with reinsertion of the left subscapular. Description of procedure (summary): incision. There is a rupture with fibrous residue of the subscapularis. Resection of the fibrous residue. The humeral implant can be removed without difficulty; but, the assessment of the glenoid is severe. Humeral preparation with cervical arthrolysis and osteophyte resection. Insertion of total reverse shoulder prosthesis. Patient data: n.-l.c., female, born (B)(6), 1945, 168cm, 85kg, bmi 30.1 (obese). Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be reviewed due to missing product identification. Conclusion: it was reported that the patient underwent a primary left shoulder arthroplasty on an unknown date. Subsequently the patient had a revision of the sidus prosthesis on the (B)(6) 2019 due to dislocation and glenoiditis. Based on the surgical report, the revision surgery can be confirmed. Nevertheless, neither x-rays, implantation report, office visit notes, nor device(s) or photos of the device(s) were received; therefore, the condition of the component(s) is unknown. Further, based on the missing medical records the reported glenoiditis and the reported dislocation were not identified. Additionally, it remains unknown if and to what extent patient factors such as the rupture of the subscapularis, obesity, bone quality, activity level and relevant medical history may have affected the performance of the components. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). In conclusion, based on the unavailability of the products, due to insufficient medical information and as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical product. Sidus humeral anchor extremities impl win gen; part#unknown; lot# unknown therapy date; (B)(6) 2019. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to dislocation.